Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded up button keypad trace. No unexpected blank display. The lcd board was fine. No frozen screen anomaly noted. We were unable to performed functional test due to keypad anomaly. Unable to verify motor error alarm. However, motor passed motor test. Drive support disk was inspected and no anomaly was noted. No alarm on alarm history screen. The insulin pump had scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.